Event description:
The customer reported that while preparing the subject device for a diagnostic bronchoscopy procedure, the leak test was normal, but there was an error code b30 (scope communication error) displayed. The procedure was completed using a similar device without a delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no image displayed and scope error e315 (non-compatible endoscope) was displayed. The customer¿s reported scope error b30 could not be reproduced or confirmed; however, a sporadic occurrence of the failure may occur. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to temporary failure of ccd-unit and/or scope connector internal circuit board by device handling such as earth wire of the system was not connected, the insertion/removal of the scope connector while power of the system was on or, dirt and/or fluid was adhered to the scope connector contacts. It also possible there was a temporary system failure or a temporary conduction failure of circuit board inside scope connector due to water invasion of the scope connector by the following: stress, such as opening venting connector, was accidentally applied while the device was being underwater, foreign material such as fragments of cleaning tool was caught in valve of the venting connector, which made the venting connector unclosed. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: - do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. - turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.